Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic surgery, 4 clip appliers malfunctioned - 2/3 of the clips came out then the device would not load. Another device from a different batch was used to resolve the issue in order to complete the case. There was no patient injury.